Event description:
It was reported that a pump battery would not charge despite attempts to use different wall outlets, charging cables, and wall adaptors. There was no reported impact to the customer's blood glucose level at the time of the event. Technical support decided to replace the pump and instructed the customer to allow the battery to deplete fully before returning the device. Although the customer did not disclose what type of backup therapy would be used to ensure insulin delivery, technical support confirmed the replacement process and logistical details for returning the faulty pump.